Event description:
It was reported to boston scientific via an article published in journal of clinical medicine that a study was conducted to compare effectiveness and safety of flexible ureteroscopic lithotripsy (furl) and tubeless percutaneous nephrolithotomy (tpnl) in treatment of upper ureteral stones larger than 1.5 cm. All procedures were performed by two experienced endourologic surgeons. A total of 118 medical records of patients were reviewed between 01jun2016 and 30nov2018. All the patients were having a non-obstructing proximal stone > 15 mm in length based on standard imaging. For furl procedures, a guidewire was placed into the renal pelvis. The furl procedures were under general anesthesia and the procedures were performed using a versapulse powersuite 100w, and a zero tip stone basket was utilized to remove as many large, fragmented stones as possible. For tpnl procedures, non-bsc devices were used for tract dilatation, and the stones fragmentation were performed by nephroscopy. For the furl group, one patient experienced a urinary tract infection that was successfully managed with antibiotics. Additionally, there was one instance of mucosal injury. Two other patients presented with bleeding, although it did not necessitate blood transfusions. For the tpnl group, there was one case of mucosal injury and three cases of mild bleeding not requiring blood transfusion. No major complications such as septic shock or mortalities arised in either treatment group. This study examines and compares various treatment methods for managing upper ureteral stones, focusing on comparing the effectiveness, recovery time, and complications associated with different surgical interventions. However, the minimally invasive techniques as furl and tpnl are highlighted for their lower morbidity and shorter recovery times. Furl had a longer operative time compared to tpnl. However, patients treated with furl experienced less postoperative pain.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in journal of clinical medicine that a study was conducted to compare effectiveness and safety of flexible ureteroscopic lithotripsy (furl) and tubeless percutaneous nephrolithotomy (tpnl) in treatment of upper ureteral stones larger than 1.5 cm. All procedures were performed by two experienced endourologic surgeons. A total of 118 medical records of patients were reviewed between 01jun2016 and 30nov2018. All the patients were having a non-obstructing proximal stone > 15 mm in length based on standard imaging. For furl procedures, a guidewire was placed into the renal pelvis. The furl procedures were under general anesthesia and the procedures were performed using a versapulse powersuite 100w, and a zero tip stone basket was utilized to remove as many large, fragmented stones as possible. For tpnl procedures, non-bsc devices were used for tract dilatation, and the stones fragmentation were performed by nephroscopy. For the furl group, one patient experienced a urinary tract infection that was successfully managed with antibiotics. Additionally, there was one instance of mucosal injury. Two other patients presented with bleeding, although it did not necessitate blood transfusions. For the tpnl group, there was one case of mucosal injury and three cases of mild bleeding not requiring blood transfusion. No major complications such as septic shock or mortalities arised in either treatment group. This study examines and compares various treatment methods for managing upper ureteral stones, focusing on comparing the effectiveness, recovery time, and complications associated with different surgical interventions. However, the minimally invasive techniques as furl and tpnl are highlighted for their lower morbidity and shorter recovery times. Furl had a longer operative time compared to tpnl. However, patients treated with furl experienced less postoperative pain.